Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received it is determined that the reported issue is likely related to circumstances of the procedure. In this case, it is likely, a suture snag, (possibly due to posterior cuff miss), an interaction with patient anatomy, or excess pull contributed to the suture break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was venous closure of the left common femoral vein using a proglide device after a ablation interventional procedure using an 8f sheath. Reportedly, a suture break occurred when the plunger was removed with two proglide devices. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.